Manufacturer narrative:
Concomitant medical products: pco15x parietex pcox rnd 15cm x1 (lot# unknown). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced erosion, abdominal mass, migration, inflammation, space filled with fluid, abscess, infection, recurrence, serosanguineous fluid, swelling, serous fluid, and wound drainage. Post-operative patient treatment included removal of mesh/mass, hernia repair with new mesh, evacuation of serosanguineous fluid, admission to hospital, and mesh dissection.